Event description:
It was reported that the footend lift was stuck in an elevated position due to a worn motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.